Manufacturer narrative:
Evaluation confirmed that the jaw broke off the distal end of the instrument. The instrument has a date code of ox(02/2012) and it has been in use for approximately 5 years. Damage is consistent with stress overload.

Event description:
Allegedly, during a laparoscopic procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The jaw was immediately removed and and the procedure was completed with no delay, and the hospital reported there was no injury to the patient.